Event description:
Patient receiving continuous infusion of chemotherapy via pump. Patient noticed a drop of liquid on outside of tubing near drip chamber. Upon investigation, the solution set tubing separated where it connects to the drip chamber. Less than 1 ml of chemo was lost. The tubing was immediately replaced. Product utilization nurse was contacted and she contacted the company. A representative from the company contacted hospital's quality dept to state they maintain reports on these reported occurrences and will pursue corrective actions.